Manufacturer narrative:
The customer reported that the sound was not working on the central nurses station (cns). The cns was flashing the alarms, but there was no sound. Customer was asked to reboot the device, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the sound was not working on the central nurses station (cns).